Event description:
As reported: there was a noted dissection prior to manta deployment. Physician decided to deploy manta even with dissection. There was significant extravasation and vessel occlusion post deployment. A balloon was inflated for 5 minutes and a covered stent was deployed with good patent vessel.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted and reviewed by the investigative team. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 18f manta was deployed for closure in the right common femoral artery. The arteriotomy was 6.8mm, mild distal circumferential calcification, no tortuosity, and a depth deployment measurement of 6.5cm. A high stick access was gained utilizing micropuncture and ultrasound. The physician was aware this was the only area where access could be obtained; otherwise, the physician was going to access subclavian. The IFU warns not to use manta if the puncture site is proximal to the inguinal ligament or above the most inferior border of the epigastric artery (iea), as this may result in retroperitoneal bleeding. No issues were reported advancing or withdrawing the procedural sheaths. A vessel perforation was present prior to the deployment of manta. The manta was deployed to obtain hemostasis in the groin while the team prepared a covered stent to address the perforation. Post deployment angiograms reveled an occlusion with significant extravasation. Balloon inflations were applied, and a stent was deployed resulting in a good patent vessel. The root cause of the occlusion is likely from the perforation/dissection, and the manta caught onto the perforation causing an occlusive dissection. Dissections are a common large bore procedural complication. However, in this incident, the dissection was identified as being present prior to the manta deployment. The IFU was reviewed and lists perforation of iliofemoral arteries, causing bleeding/hemorrhage failed hemostasis requiring placement of a stent and accidental positioning of some or all the collagen plug within the femoral artery, leading to ischemia or stenosis, and other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention as possible adverse events related to the deployment of vascular closure devices. The safety and effectiveness of the manta device has not been established in patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudo aneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. Additionally, precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.